Event description:
The fabric was implanted for a carotid endarterectomy procedure: the fabric leaked blood (quantity unknown) from the suture holes for approximately 1/2 hour. The leakage was stopped with avitene and protamine. The patch was left in. The pt's condition is fine. Note: it was reported that the dr used a bv needle when suturing.

Manufacturer narrative:
Examination and testing of the returned, intact samples did not confirm any product problem consistent with suture line leakage. Permiability and suture retention testing results were within mfg specs. Therefore, although the exact cause of the dr's experience is unk, it does not appear to be device-related. The mfg batch records for the device were reviewed. The batch records were not atypical-there are no similar incidents against this batch.